Event description:
A customer reported to baxter corporate product surveillance an intravia emptry container in which a leak occurred. According to the report, the staff member at the facility observed a leak out of the bonded junction between the port tubing and the bag. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. During visual inspection and functional testing the customer reported condition was confirmed. The root cause could not be identified. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4) initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.